Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with noise on the ventricular channel. The noise was observed on stored electrocardiograms (egms). The noise was not reproducible. Close monitoring was recommended to see if the issue persisted. There were no patient consequences.

Event description:
New information notes the noise observed had been ongoing since (B)(6) 2019. Programming changes to the magnet mode response were made. No further programming change or intervention was planned as the patient was moving out of state. The patient experienced no consequences.